Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however, the customer declined to remove site. Customer¿s blood glucose level was 185 mg/dl.